Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal the tampons fell apart leaving fibers behind. She experienced irritation and pain with tampon use and during intercourse. She saw her gynecologist and was diagnosed with a bacterial imbalance and was prescribed medication.